Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 23043002. D4: medical device expiration date: 03apr2026. H4: device manufacture date: 03apr2023. H6: investigation summary. A complaint of sediment in set was received from the customer. A sample of 20027e and one of 2420-0500 was returned for investigation along with the medication used and packaging of the sets. Through visual inspection, the customer complaint of foreign matter was confirmed. A reddish-brown substance could be seen throughout the tubing of the extension set (20027e) below the filter. The tubing was cut, and the foreign matter was found to be lose in the tubing, not embedded into the tubing. A device history record review for model 2420-0500 lot number 23043002 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 03apr2023. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant of 2420-0500 was notified of the complaint. The manufacturing process was reviewed at the site. Due to the failure not being seen in the 2420-0500 set, a root cause could not be established. The foreign matter seen in the 20027e set will be investigated under pr (B)(4).

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter, constipated. The following information was provided by the initial reporter: account is finding sediment in IV set #2420-0500.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4. Device expiration date: unknown. H4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter, constipated. The following information was provided by the initial reporter: account is finding sediment in IV set #2420-0500.